Event description:
It was reported that a homecare pt experienced problems with the fit, seal and placement of one (1), size m6dcfs, specialized disposable cannula cuffless tracheostomy tube. The pt experienced increased secretions and breathing difficulties as a result of leakage between the device inner/outer cannulae. The device was reportedly in use less than one (1) day when the problems began. There was one (1) pt involved. The m6dcfs device is reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this report, the involved device has not been received by the MFR.